Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations and recommended trouble shooting. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting intermittent shocking impedance measurements greater than 200 ohms. A lead fracture was suspected. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and the device and right ventricular (rv) lead were removed from service and replaced. The device was returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--